Event description:
It was reported by the nurse that the patient was found not connected to the ventilator. The patient's inner cannula had come out and it was still connected to the patient circuit which was connected to the ventilator. The ventilator did not alarm when the reported problem occurred. No patient harm reported. The rt staff had tested the ventilator after the incident and was unable to duplicate the problem. The ventilator always alarmed appropriately when the circuit was disconnected.